Event description:
To whom it may concern, I am contacting you to inform you about a few reactions I have been noticing after the implants surgery. I am not the type of person that want to take advantage of the company; however, I would like to get some answers. Also, I am considering breast implant removal due to this problem. What are my options? Skin rash: a rash on or around the breast. Face skin rash, brain fog, memory loss, fatigue. FDA safety report ID# (B)(4).